Event description:
There was no patient involved in this event. The device prompts child patient with adult pad-pak.

Manufacturer narrative:
On receipt of the device the memory log was downloaded. There were no power ups recorded within the memory log after dispatch from heartsine. The returned pad-pak was inserted and the device passed a self-test. The device prompted child patient with adult pad-pak installed, this would confirm the reported fault. The memory log was again downloaded. The power up was not recorded. The device memory log was erased via the saver evo application. The device was power cycled on several occasions, the memory log was again downloaded with all power ups successfully recorded. Investigation found the reported fault can be attributed to reed switch failure. The device giving incorrect child patient prompts with an adult pad-pak installed would indicate failure of the reed switch and would confirm the reported fault. The reed switch is tested as part of final test at heartsine and it is therefore concluded that the reed switch became stuck after dispatch. The fault could not be replicated with a new reed switch fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.